Event description:
It was reported that the user awoke to an ilet low glucose alert with a reported glucose of 45 mg/dl after going to bed in range without unusual meal announcements, confirmed the low by fingerstick, and treated with orange juice and two glucose tablets spaced to avoid overcorrection, after which glucose returned to range within about an hour. Symptoms included hypoglycemia. Outcomes included self-treatment without medical intervention or assistance. Investigation included user interview and data review request for potential therapy optimization. Investigation of this case revealed an isolated hypoglycemic event with unclear cause and no reported device malfunction or alarm failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.